Event description:
It was reported that the customer experienced air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.